Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 950ml, indicating the home patient (hp) drained 950ml more than their programmed fill volume. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the drain volume was 2414ml and the fill volume was 1500ml. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has received a transplant. The nurse was not aware of the iipv event and stated that the patient has not reported any symptoms of overfill. There was no patient injury or medical intervention associated with this event. Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found during evaluation. The cause of the additional iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold and / or insufficient drain, false empty detect and use error, inappropriate bypass of the low drain volume alarm. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).